Manufacturer narrative:
Batch review performed on 06-dec-2023. Lot 2201765: (B)(4) items manufactured and released on 13-apr-2022. Expiration date: 2027-03-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of the review.

Event description:
The patient had a primary knee surgery on (B)(6) 2023. Subsequently, the patient came in due to signs of infection and the pathogen was unknown. On (B)(6) 2023, the surgeon performed a washout and revised the insert. Presently, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the insert and the surgery was completed successfully.